Event description:
On (B)(6) 2010, the patient reported he began experiencing elevated blood glucose on (B)(6) 2010, after he switched to his backup insulin infusion device. He stated he was admitted to the hospital on (B)(6) 2010, for an unrelated reason and while there switched to his backup infusion device. His elevated readings ranged from 280-340 mg/dl with his normal range being 90-150 mg/dl. Symptoms were excessive urination and irritability. His reading this morning was over 300 mg/dl and his current reading is 280 mg/dl. He stated he began taking a new medication about 6 months ago. Troubleshooting did not find any product issues. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.